Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this investigation. The account communicated that the patient expired due to the progression of right ventricle dysfunction. The patient had been placed in palliative care after exhibiting symptoms of volume overload, fatigue, and weakness. The patient outcome was not considered to be device or therapy related, and (B)(6) was reported to have been operating as intended. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that device related issue did not cause or contribute to right heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on hospice care due to progressing right ventricular failure. The death was not considered to be device related and the device operated as expected. The patient exhibited symptoms of volume overload, fatigue, and weakness.